Event description:
Post implant - patient with weakness in right leg, not anything new but getting progressively worse throughout the night. Hcp suspected the catheter was interfering with or compressing the spinal cord. An MRI was performed and there appeared to be no damage to the spinal cord. Hcp anticipates repositioning the catheter. Hcp reported the patient is walking better but is still sore from surgery. No report of device explantation. A follow-up report will be sent when additional information is received.